Event description:
A malfunction was reported by the customer, specifically involving malf 12, but no notable events occurred prior to this. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, and no adverse impact was reported. Technical support assisted the customer in resetting the pump, resolving the issue as the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue reappeared.